Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when attempting to staple with a loader the knife did not move forward and there was a feeling of a broken spring. They stopped the use of the clamp and opening a new clamp was done to complete the case.